Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed as well as functional testing, which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. During the evaluation, a leak was identified due to damaged patient line tubing at the patient connector. The reported issue was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette leaked near the connector during use. The patient was connected at the time of the event. The technical services representative assisted the care giver with ending the patient¿s therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.